Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between 05/30/2014 and 06/06/2014. The evaluation of the returned minicap was completed. No abnormalities were identified during visual inspection, and iodine was present in the minicap sponge. Furthermore, visual inspection of the opened minicap packaging revealed no issues. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue of inadequate iodine was unable to be verified during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap did not have an adequate amount of iodine. The home patient (hp) stated the event occurred before use. The hp stated they had stored the product inside of their home in a temperature between 68 and 70 degrees fahrenheit. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 5 of 5.